Event description:
The pt was revised due to dislocation resulting from poor cup placement.

Manufacturer narrative:
Examination of the returned items do note evidence to support the reported dislocation. There is nothing, however, to indicate that product error was a contributing factor. Review of the device history records did not reveal any related manufactiong deviations or anomalies. A complaint database search finds no other reported incidents against the product and lot codes since their release for distribution. Based on the investigation, the need for corrective action is not indicated.